Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process, and it was confirmed as cartridge alarm 30. Customer had a blood glucose level that did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the issue with consecutive cartridges and decided to replace the pump, ensuring the customer uses mdi as a backup therapy to avoid interruption in insulin delivery. Technical support provided a replacement pump with updated software, instructed the customer on how to put the old pump into storage mode, and advised returning the faulty pump within 10 days. The customer understood and acknowledged all instructions and information provided.